Event description:
Follow-up information revealed the patient lost the charger. In turn, she was unable to recharge the device. Additional information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient's ipg was inoperable. An abbott representative confirmed the issue. The patient is pending a surgical consult.